Event description:
It was reported to philips that the system did not start up and the screen displayed the hour glass. The system was not in clinical use. No user or patient harm has been reported. A philips field service engineer (fse) visited the site and replaced the x-ray pc monoplane. The device was returned to expected functionality.

Manufacturer narrative:
Philips has investigated this complaint. The philips field service engineer (fse) inspected the system onsite and confirmed that the system was not getting on. Review of log files showed that the connection to the x-ray-pc is lost. Upon functional analysis, the fse found that the issue with software on the x-ray pc (image processing unit) and confirmed that the installed hdd was not loaded and could not start. Fse determine that the cause of the issue was x-ray pc failure. To resolve the issue, fse replaced the x- ray pc. After that the system was returned to use in good working order. The codes were updated based on the investigation outcome. Evaluation method code was corrected.